Manufacturer narrative:
(B)(4). The customer returned one photo for evaluation. Visual inspection of the photo confirmed there were offset coils in the j-bend of a spring wire guide (swg). The customer returned one hemodialysis kit containing a swg assembly for evaluation. The swg assembly was returned without the straight tubing and guide wire cap indicating the customer handled the swg. No signs of use were observed on the returned swg. Visual inspection of the swg confirmed there were offset coils present in the j-bend. During normal assembly the offset coils would have been located inside the guide wire cap protecting it from damage. Microscopic examination confirmed the offset coils in the guide wire body. Both welds were present and were observed to be full and spherical. The offset coils in the guide wire body were located at 695 mm from the proximal end. The total length of the guide wire measured to be 704 mm which is within specifications of 694-706 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.948 mm which is within specifications of 0.940-0.965 mm per product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle. The undamaged portions of the swg were able to pass through each component with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The customer report of guide wire damage before use was confirmed by investigation of the returned sample. Visual analysis confirmed the guide wire had offset coils in the j-bend. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. During normal packaging, the portion of the guide wire that kinked would have been located inside the guide wire cap, protecting it from damage. Therefore, it cannot be confirmed when the guide wire was damaged, and the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
"During the insertion of the catheter, the doctor noticed when opening the catheter set that the guide was defective and unusable: one end of the guide was broken." No patient involvement. Another device obtained for use.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
"During the insertion of the catheter, the doctor noticed when opening the catheter set that the guide was defective and unusable: one end of the guide was broken." No patient involvement. Another device obtained for use.